Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced no sound and subsequent loss of connection to the internal device. Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and was reimplanted with another cochlear device during the same surgery. This report is submitted on december 28, 2022.